Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported by the patient that the patient's clinic told them that the implanted device was never seated properly and that the implant site never healed properly. Later the device began to poke out. The implantable cardiac monitor (icm) was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.